Event description:
April 26, 2022-event description provided by the distributor: plan: acurate neo2 small, pre-dil with a 20mm true dilatation balloon, pacing on wire, left femoral access. - stable and effective pre-dil. - delivery system insertion through the left femoral up until the upper part of the abdominal aorta where the physician noticed that the delivery system was stuck on the safari wire (frozen wire). - we discuss the way to proceed and the physicians decide to retrieve the delivery system together with the isleeve (1) and safari wire. An aortic balloon and a new isleeve (2) are prepared and a new wire is inserted through the isleeve (1) to keep access through the femoral after retrieval of the delivery system and isleeve (1). The physicians bring back the delivery system into the isleeve and withdraw everything together. The new isleeve (2) is inserted. - the delivery system is inspected, there's a free cell sticking out. - after contrast injection a rupture of the internal iliac is seen, an 8mm balloon is inserted and inflated in the internal iliac to stop the bleeding. The vascular surgeon is called. An echo is done to exclude severe ai and a tamponade is detected. Pericardiocentesis is done. The patient is stable and the team decides to sedate the patient for the rest of the procedure. The vascular surgeons arrives and a stent graft is deployed in the iliac. A new valve is loaded and a new safari wire is inserted in the lv. The second acurate is implanted with a trace pvl and a trace to mild central leak. The femoral access is closed. The patient's vitals are stable and the patient is taken to the ward. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: please read event details what is the next course of action?: assess patient status before discharge. Patient present at time of event?: yes. Patient complications: bleeding / hematoma. In the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes. Please describe the way in which the device or procedure caused or contributed to the patient complication?: upon a frozen wire, the retrieval of the delivery system together with the valve cause a rupture in the internal iliac artery. Medical or surgical interventions: inflation of a 8mm balloon in the iic and later a stent graft. Patient admitted to hospital beyond the standard of care: unknown. Patient outcome: expected to fully recover. April 28, 2022-information provided by the distributor related to the patient's status: is it known the type of major stroke seen (cva) or tia? Cva. Is it known the cause of the stroke? Ischemic stroke (cloth/thrombus). What was done to treat the stroke? MRI to evaluate and then thrombolysis as treatment I believe. Do they know what device was suspected to cause this if possible? It was probably not caused by any device. They suspect it has to do with the balance between heparin and protamine given to the patient during the procedure. After the rupture of the iliac they gave protamine to stop the bleedings (iliac and tamponade) and only gave more heparin when it was time to implant the second valve. Since the vascular surgeons took a very long time to arrive, the patient had lower act levels than usual for about 2 hours. April 29, 2022-information provided by the distributor: was there any resistance noted during the initial placement of the safari2 guidewire within the patient or at any time prior to the resistance noted with the delivery system and the guidewire? No resistance was noticed during the initial placement of the safari2 guidewire. After the delivery system got stuck in the abdominal aorta, the first operator did mention that there was some resistance inserting the delivery system. In the physician's opinion, what caused the delivery system to get stuck on the safari2 wire in the upper part of the abdominal aorta? Damages in the safari wire coils, which made it thicker in some parts of the wire. There was no mention of damage to the safari2 wire prior to use or during the initial placement. Correct was there any damage noted to the safari2 device upon removal from the patient? If so, please describe the damage. Different thickness of the coils could be seen in the distal part of the wire, just at the beginning of the safari curve (spiral). Once outside the patient was the delivery system and the safari2 wire able to be separated? No. Was a catheter advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire? The wire was stuck together with the delivery system, there was no possibility to insert any catheter. Patient's current status? Major stroke after the procedure, aphasia and right hemiparesis as a consequence. The patient was discharged from the hospital and sent to a stroke rehab facility on (B)(6). May 4, 2022-additional information provided by the distributor: did the collective withdrawal of the devices as frozen' mean that the withdrawal of the safari wire commenced with the curve of the wire still in the ventricle? Yes. Was the wire distal curve unprotected during the removal process (isleeve 1, ds1, wire together)? That the distal curve was outside of isleeve, ds unprotected in curved position. Yes. Was bav successfully completed over safari wire? Yes. Was bav catheter removed successfully over safari wire? Yes. If the bav catheter was removed off the safari wire was there any resistance felt at any point? None noted. Is it possible that the coil damage was caused during removal of the bav and was not observed until the ds system got stuck on wire? Yes. May 4, 2022-additional information provided by the distributor clarifying notes regarding the neo2 device and it's interaction with the safari2 guidewire: during tf ds advancement, there was a [?]loop' in the safari2 wire in the abdominal aorta which the operators could not rectify. Tf ds was stuck on safari2. Tr advised operators of options for removal of loaded tf ds; operators selected removal of ds and sheath as one unit however the ds was retracted too far within the isleeve; tr advised of the risk of trauma due to potential flaring of free cell. The operator/tr noted a jump' in the catheter which was relayed as the dissection occurring; dissection confirmed on cine. 90 degree bend of free cell only noted post removal of devices from patient. Safari wire had coil displacement on the distal curve. According to physicians was due to the pre-dilation balloon. There were no issues however removing the pre-dil balloon over the guidewire; issue only noted during advancement of ds. May 4, 2022-media review provided by the distributor: media available for review comprises a procedural angiogram and a pre-planning CT. CT shows a 3-leaflet calcified native aortic valve. The perimeter derived diameter of the annulus measured in this review was 21.3mm (31% of systolic phase). Analysis of peripheral vessels show that vessels are good in diameter for the procedure (>5.5mm) and the left femoral has imaging artifacts in the height of the femoral head, which precludes accurate measurement. The chosen valve is in accordance with the perimeter derived diameter of the annulus. Procedural angiogram shows that a proper 3-cusps view was obtained and a pre-dilatation can be seen in the images. No image of pacemaker can be seen, meaning that possibly the operators used pacing through the wire. The following angiogram image shows the valve loaded into the delivery system not being advanced to the aorta. After that, a shot of contrast in the distal aorta show extravasation of contrast from the left iliac artery to outside of its lumen, meaning rupture of the artery. Subsequent images show a balloon inflated in the place of the arterial rupture. Following image of the angiogram shows a catheter being inserted in topography of the pericardium sac, probably to drain a pericardium effusion. Subsequent images of the peripheral vascular system shows the balloon was deflated and a stent is placed in the left iliac to the left femoral artery. After sealing the iliac rupture, an acurate neo2 valve can be seen being positioned in the annulus, with the marker accurately positioned at the nadir of the non-coronary cusp. All the steps of deployment can be seen and correctly performed, with the valve being deployed. Aortic root angiogram was performed showing no leakage to the left ventricle. Conclusion as to whether there was no leak or the leak was trace/mild cannot be made as the contrast injections was poorly done. Final images performed at the lower vascular sites show that the rupture of the external iliac was contained, the stent placed is patent, and apparently there was an occlusion of the internal iliac artery in its origin. Given the sequence of events and the operators report, apparently the pericardial effusion might have occurred in response to the pre-dilatation, and that was resolved after pericardiocentesis and deployment of the valve. Even though in the CT data, there seems not to be any tightening of the femoral/iliac, imaging artifacts might have precluded good interpretation of stenotic calcified lesion. A possible free cell protrusion observed after retrieval of the non-deployed valve in combination with calcification of the left iliac might have led to the iliac rupture. May 5, 2022 input provided by the distributor: the tamponade much likely occurred due to the balloon pre-dilatation. We cannot for sure rule out that the safari wire played a role. However in my opinion it is more reasonable to assume that it was the pre-dil and not the wire.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. The event description states, 'pacing on wire'. The safari2 guidewire is not intended for use as a pacing wire. As indicated in the device instructions for use (dfu), intended use: the safari2¿ guidewire is intended to facilitate the introduction and placement of interventional devices within the chambers of the heart, including those used in transcatheter aortic valve procedures. As indicated in the device instructions for use warnings: monitor wire position throughout the procedure for proper placement of the curve and distal tip. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance. The curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the dfu, operational instructions, instructions for use: advance safari2 guidewire through the catheter under fluoroscopic guidance. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. Maintain wire position while tracking or advancing a catheter or device over the wire. To remove the guidewire from the treatment area: a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. If there is any further information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: the device was received for evaluation on (B)(6), 2022. As received, the specimen consisted of one-1 each safari2 275cm xsml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen was cut into two segments by the distributor in their efforts to separate the safari2 device from the acurate neo2 transfemoral delivery system. The specimen presented formed curve dimensions of 2.80cm x 3.40cm due to the damage to the formed curve and a finished diameter of .03440" to .03445". The as-received condition of the specimen prevented accurate measurement of the dim "a" length. A gage bushing certified to be .0360" could not be passed over the length of the specimen due to the as received condition of the specimen. The supplied images prior to destructive analysis at the distributor presented bend/kink damage to the safari2 wire immediately distal of the acurate neo2 transfemoral delivery system. The formed distal curve of the specimen wire presented multiple offset/overlapping coil wraps, consistent with coil loading due to manipulation of the wire against resistance. The specimen wire shaft presented kink/bend damage at the acurate neo2 transfemoral delivery system device proximal port. The returned specimen presented cut core and coil wire, offset coil wraps creating localized over-sized diameters to .03995", kinks/bends and scraped/frayed ptfe coating. The specimen segments also presented random deposits of dried blood-like material on and between the coil wraps. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appeared visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. The event description states, 'pacing on wire'. The safari2 guidewire is not intended for use as a pacing wire. As indicated in the device instructions for use (dfu), intended use: · the safari2¿ guidewire is intended to facilitate the introduction and placement of interventional devices within the chambers of the heart, including those used in transcatheter aortic valve procedures. As indicated in the dfu, warnings: ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against resistance without first determining the reason for resistance. ·the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the dfu, operational instructions, instructions for use: 7. Advance safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.